Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vial-mate adapter cored a vial of vancomycin causing particulate matter to fall into the vial. The vial was being connected to a bag of sodium chloride solution. The particulate was not inside the bag or vial prior to using the vial-mate adapter. There was no patient involvement. No additional information is available.